Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the plunger sensor not operating as intended or the customer incorrectly loading the syringe, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was displaying error: syringe plunger not in place. No patient injury reported.